Manufacturer narrative:
Per chemistry study, ir spectrum of the unknown clear material had similar absorption characteristics when comparing to polydimethylsiloxane (silicone) like material.

Manufacturer narrative:
We received one single dpt - vamp plus kit for examination. The reported event of "small amount of fluid was observed in the syringe and reservoir" was confirmed. Clear liquid was found around the blue seal of the piston inside of the vamp reservoir. A drop of clear liquid was also noticed inside the tubing which was bonded to reservoir stopcock. The drop of clear liquid was approximately 7 cm distal from the reservoir stopcock. The vamp plus reservoir instructs to lubricate the inner surface of the reservoir with a silicone fluid. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. A supplement report will be forthcoming with the chemistry results when received. With pressure tubing sets, it is common for the clinician to check for contamination while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI number- (B)(4).

Event description:
It was reported that the a small amount of fluid was observed in the syringe and reservoir, before use. No patient involvement.